Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint of slow or intermittent movement. For clarification, the instrument was found to have a loose pitch cable with no visibly broken cable at the wrist. The pitch input spun with a delayed, corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the pitch cable was found to be loose at the clamping pulley. Failure analysis found the primary failure of a loose pitch cable at the proximal end of the instrument to be related to the customer reported complaint. Additionally, the instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base, exposing the grip electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage at the yaw pulley and char marks at the grip base, exposing the grip electrode. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the maryland bipolar forceps movement are slow or intermittent. The instrument was exchanged out for another of same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the distributer informed that the failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scale appropriately to the instrument. The instrument moved in the intended direction. There was a delay in the timing of the instrument movements. There was not any shakiness or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions.